Event description:
It was reported that when using the bd pyxis¿ es server order for formulary item 91833 was not crossing into pyxis patient orders but acknowledgement receipt, while testing on the tst pyxis server showed successful crossover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders failed to process on the es server due to a missing give ID (rxe.2.1) in the hl7 order message. A technical support specialist (tss) dialed into the cce (carefusion coordination engine) and identified nw and dc order messages sent to the es server; however, the orders failed to process due to a missing give ID. Hl7 message review confirmed that rxe.2.1 was not present. Comparison with a valid rde message highlighted the discrepancy. The hl7 messages received from the customer did not match those received by bd. Tss shared the nw order messages from production and test environments, after which the customer requested case closure. The system functioned as intended after the technical support specialist troubleshot the device.